Manufacturer narrative:
Final analysis found that the proximal insulation and proximal coil were squeezed and the inner tubing was abraded at 17.0 cm from the connector pin. The mode and location of the damage was consistent with the suture sleeve being tied down too tightly. The damaged distal insulation which resulted in the shorting of the coils would account for the reported threshold anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited unacceptable thresholds. The lead was explanted and replaced.